Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was new to the device and experienced elevated glucose levels on their first day of use. The patient stated that glucose levels had continued to rise after training and had not decreased. The patient noted a history of significant scar tissue, and a site change was performed to address a possible absorption issue. After the site change, glucose levels remained elevated, ranging from the mid-280s to just over 300 mg/dl. The patient reported feeling somewhat nervous but otherwise well. Follow-up checks showed glucose levels continuing to fluctuate in the high range despite no food intake during that time. The patient ultimately disconnected from the device and administered a manual insulin injection, planning to remain disconnected for two hours before reconnecting. The patient also planned to speak with their clinical provider, as they believed an insulin change might be contributing to the issue. The patient did not use backup therapy before the manual injection, did not perform ketone testing, and did not report any recent steroid use, medical intervention, or additional assistance. No acute health effects occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.